Manufacturer narrative:
Corrected information: event description.

Event description:
As reported, during a valve-in-valve procedure (sapien xt valve in a trifecta surgical valve), a 26mm sapien xt valve was crimped and deployed in an inverted orientation causing immediate patient instability. The incorrect orientation of the valve on the delivery system was not initially identified. It was originally thought a torn leaflet of the failed surgical valve was occluding the left main. The patient was immediately put on ¿pump¿ and a left main stent was successfully deployed. At this point, the left ventricle had to be ¿vented¿ due to ventricular filling. The heart team was still unaware of the inverted valve. The cause of the instability was then identified as the inverted valve and a second sapien xt valve was deployed in the correct orientation. The patient recovered well. On postoperative day (pod) 2, the patient expired due to an ¿issue with the left ventricle vent¿. It was perceived that the inverted crimping and deployment of the valve caused the patient instability.

Manufacturer narrative:
Result: known inherent risk of procedure. (B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. Crimping and implanting a valve in the incorrect orientation (inverted) will result in significant and immediate hemodynamic compromise. This represents a surgical emergency for which intervention must be performed urgently to prevent death. In this case, the torn surgical leaflet likely contributed to the coronary artery occlusion. In addition, the valve was crimped in an incorrect orientation. The instructions for use (IFU) state: ¿gently place the thv and qualcrimp in crimper aperture. Insert the delivery system coaxially within the thv in the valve crimp section of the delivery system with the inflow of the thv towards the distal end of the delivery system¿. In addition, the IFU cautions, that ¿the physician must verify correct orientation of the thv prior to its implantation; the inflow (cloth covered end) of the thv should be oriented distally towards the tapered tip." There was no evidence or allegation of a device malfunction in the report. ¿issues from the vent of the left ventricle¿ likely contributed to the patient¿s death. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a valve-in-valve procedure (sapien xt valve in a trifecta surgical valve), a 26mm sapien xt valve was crimped and deployed in an inverted orientation causing immediate patient instability. The incorrect orientation of the valve on the delivery system was not initially identified. It was originally thought a torn leaflet of the failed surgical valve was occluding the left main. The patient was immediately put on ¿pump¿ and a left main stent was successfully deployed. At this point, the left ventricle had to be ¿vented¿ due to ventricular filling. The heart team was still unaware of the inverted valve. The cause of the instability was then identified as the inverted valve and a second sapien xt valve was deployed in the correct orientation. The patient recovered well. On postoperative day (pod) 2, the patient expired due to an ¿issue with the left ventricle vent.¿ it was perceived that the torn surgical valve leaflet occluded the left main. The inverted crimping and deployment of the valve caused the patient instability.